Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 8mm fenestrated bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps broke. No fragment(s) fell into the patient's anatomy. The procedure was completing as planned with no reported injury. Intuitive surgical inc., (isi) received following additional information from initial reporter: the reported 8mm fenestrated bipolar forceps instrument could not be opened or closed intraoperatively. The instrument was found to have a broken cable that made the instrument static. The broken cable was silver colored. There was no patient injury. Patient information and procedure information was provided.